Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient had completed the trial and their device had been off for 2 months when they had a suicide attempt. No other information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient code (B)(4) no longer applies.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the suicide attempt was not related to the device/therapy and/or implant procedure. It occurred 14 months after the implantation procedure and 2 months after the patient completed the last block with the device turned on and the trial. The actions/interventions taken to resolve the issue included admitting the patient to the hospital on (B)(6) 2016 after the attempt and her vitals, EKG and drug levels were monitored. She was stable all through her admission and was discharged home on (B)(6) 2016; the event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.